Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694765 implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that a wireless transmission was reviewed by a healthcare provider and it was noticed that the patient had received a couple shocks and on the first transmission the rhythm was very disorganized while the last transmission there was no capture or intrinsic rhythm. It was also noted that there was a right ventricular (rv) lead integrity alert due to high impedance and oversensing. The patient was found deceased after the physician call the police to the patient¿s house for a welfare check due to no response to home phone calls. The cause of death was requested from the funeral home and reported as cardiac arrhythmia due to ischemic heart disease.